Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 441mg/dl and no delivery. Troubleshooting was performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer declined further troubleshooting. The product was/was not returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined common device name was filled out incorrectly in the initial complaint. The device that was reported was an insulin pump however; correct device to report is a reservoir.